Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead exhibited rv noise due to insulation breach, low impedance and high threshold of 5v @1.0 ms, higher than programmed output. Lead was replaced.